Event description:
Severe llq pain for three and a half weeks every month. Pain worsening over the six months since uae. In the sixth month post uae, experiencing temperature elevation, vomiting, significant diarrhea. Ir and gynecologist refused to speak with pt.